Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
The recall on this part/lot combination was for an unrelated issue.this event involves two anchors that were both returned for evaluation with one inserter shaft. Part of one anchor came attached to the inserter shaft, the other portion of that anchor remains in the patient. Evaluation of the anchor fragment (attached to inserter) returned found that it appeared to have failed in torsional overload. Evaluation of the other anchor found that it appeared to have failed in bending overload. There is no way to tell if the anchor tip retained by the patient is from the lot number in this report.this report filed october 9, 2009.